Manufacturer narrative:
The actual complaint product was not returned; without a sample to perform functional evaluation, a root cause could not be determined. The device history record for lot 404754 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2028807-2024-00024 for the first report. Refer to 2028807-2024-00025 for the second report. It was reported, during air expulsion following blood gas and with the syringe cap in place, blood leaked through the cap. It was additionally noted, the cap remained on the syringe tip. There was no reported injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 13 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2028807-2024-00024 for the first report. Refer to 2028807-2024-00025 for the second report. It was reported, during air expulsion following blood gas and with the syringe cap in place, blood leaked through the cap. It was additionally noted, the cap remained on the syringe tip. There was no reported injury.